Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Concomitant products: dilatation catheter: 3.5x8 mm trek nc; guide wire: bmw. There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection, as listed in the xience prime everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal right coronary artery. After pre-dilating the lesion, a 3.5x8 mm xience prime rx stent delivery system (sds) was advanced toward the target lesion and the stent was implanted. The stent was post-dilated using a 3.5x8 mm nc trek balloon catheter and a proximal edge dissection was noted. A 3.5x8 mm xience prime stent was used to cover the dissection. There was no adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.